Manufacturer narrative:
Product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 7070999.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to inadequate stimulation, the location of the device is currently unknown. No additional adverse patient effects were reported.